Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was found fractured in sterile processing department in hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. UDI# - (01) 00889024245334. Complaint sample was evaluated via images and the reported event was confirmed. Tasp exhibits signs of repeated use (nicked or gouged) and is fractured on medial side of post. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.